Manufacturer narrative:
Insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that when the customer tried to deliver a bolus the numbers on the insulin pump were ramping on their own. It was advised that the insulin pump needs to be replaced. The customer's blood glucose was 16.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.